Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing repositioning surgery. It was noted that the patient had a fall and that's what caused the generator to shift. A call was later received from orss indicating that during the re-positioning surgery, the silicone portion of the set screw had come out and therefore the device was replaced. The replacement is reported in MFR. #1644487-2021-00219 no additional relevant information has been received to date.

Event description:
It was found that the events were previously reported in MFR report # 1644487-2018-01884. Therefore all further updates will be housed in that MFR report

Manufacturer narrative:
D6b. If explanted, give date (mo/day/yr); corrected data, initial MDR inadvertently omitted device explant. H3.device evaluated by MFR?; code 81; corrected data, initial MDR inadvertently omitted device disposition, return of explant will add no value to th einveistgation. B5. Describe events, corrected information; duplicate MFR report # found and all relevant continued information will be added to that report #.